Manufacturer narrative:
Updated d4 - model # to pt-001446. Updated d4 - catalog # to pod-omni-i1-6720. Updated d4 - primary UDI number to d4 - (B)(4).

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site, the pod's cannula was found blocked and the site was bleeding and felt pain and saw a crust at the infusion site. As treatment, a new pod was placed. The pod has been discarded.